Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal accessory's o-ring inside that was inside the port ripped out while a raytec was being pulled out. As a result, a fragment fell into the patient; however, it is unknown whether the fragment was retrieved during the same procedure. The procedure was completed.